Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, the manufacturer has made multiple attempts to follow up for the product return but was unsuccessful. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the first returned 5f select confirmed, a fracture on the distal shaft. If the device is retracted against resistance during use, damage such as a fracture may occur. Further evaluation of the 5f select revealed, a kink on the proximal end and kinks on the distal shaft. The distal kinks were likely, a result of the fractured piece being removed using a snare. The proximal kink was likely, incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure to treat a bifurcation aneurysm in the anterior communicating artery (acom) using a neuron select catheter 5f (5f select), a benchmark 6f 071 delivery catheter (benchmark), and a contour device. During the procedure, while delivering the 5f select and benchmark to the target location, the distal tip of the 5f select broke and was dislodged. Therefore, the physician used a snare device to retrieve the tip of the 5f select. The procedure was completed using a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and the same contour device. There was no report of an adverse effect to the patient.